Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one year ago. A 5.4 cm saccular aneurysm was reported with infra-renal angulation of 0 degrees. Proximal aorta was 20 mm in diameter and 30 mm in length. Distal neck was 24 mm in diameter. Right and left iliac arteries were 14 mm in diameter. Right and left femoral arteries were 10 mm in diameter. The right and left iliac's were mildly tortuous with no stenosis. The proximal neck had no mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing both renals. The distal ends of both extensions were proximal to the internal iliac arteries. A reliant balloon was used. One month post index procedure the patient presented with a wound infection, which was treated by surgical drainage not related to the device; however, it was related to the procedure per the investigator. The patient was hospitalized for 9 days and then discharged to outpatient care. Six months post index procedure, the patient presented with rest pain of the right leg. CT scan showed a right iliac stent graft occlusion, the cause of which is unknown. The complication was resolved by a crossover bypass and stenting the left iliac artery for dissection not related to the device or the procedure per the investigator. After the procedure arterial flow was achieved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (arterial dissection, infection), (cause of event in unknown). Evaluation, conclusion: (cause of event is unknown).